Manufacturer narrative:
This report is being filed in response to the outcome of discussions between impulse dynamics and FDA on october 26, 2023.

Event description:
During a standard 4-week post-implantation follow-up visit, it was reported that the patient's optimizer smart mini device had entered ccm down mode at some point after implantation. The patient's ipg was interrogated by a technician and yielded a "telemet error: down_charge_current _ too_high" error. Analysis of the ipg log files confirmed this is the same, known high charge current issue that has affected several other ipgs, and the patient was advised to charge their ipg only to 75 percent battery capacity (charger displays 2 of 4 bars as solid with the third bar blinking) to avoid the ipg entering down mode again. The patient agreed and has continued to receive ccm therapy as normal since this advisement. The permanent fix for this issue will be implemented as part of a future firmware update that is currently under FDA review.